Event description:
Patient was revised due to pain, instability.

Manufacturer narrative:
Reported event: an event regarding instability, wear and subluxation involving a unknown duracon insert was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: "x-ray: dated on (B)(6) 2014, the femur is posteriorly sub luxated on the lateral x-ray of the knee. X-rays: dated on (B)(6) 2019, more marked osteolysis of the proximal tibia and the medial femoral condyle are noted, and posterior subluxation of the femur and an anterior subluxation of the tibial insert from the tibial tray are noted. No primary total knee arthroplasty operative report or list of components implanted, no examination of either the replaced primary tibial insert or the revised primary total knee components from on (B)(6) 2019 surgery, no surgical pathology description of the damaged implants or description of any cement fragments from either revision surgery, and no evidence of cement used in the primary total knee arthroplasty are available. No x-rays of the primary right total knee arthroplasty which was performed in 1997 until on (B)(6) 2014 when the posterior subluxation of the femoral component which was noted are available. After seventeen years in situ in this large male patient whose ligamentous stability was not documented, wear and subluxation of the tibial insert was noted. Simply replacing the liner with a thicker component without addressing any underlying balance issues likely resulted in the same forces sub luxating the insert and knee five years later. Examination of the explanted components, and imaging and follow-up examinations between the primary surgery in 1997 and 2014 would confirm this mechanism of inevitable fatigue failure and rule out factors associated with implant manufacturing or materials as having contributed to this clinical situation. Regarding the osteolysis noted on (B)(6) 2019 x-rays, poly wear particles from excessive forces on an unbalanced total knee arthroplasty are more likely to be associated with periprosthetic osteolysis in an uncemented total knee arthroplasty. " product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to poly wear and instability whereby the polyethylene insert was revised from the original 19mm to a 22mm. Clinician review on the provided medical records indicated that the femur is posteriorly sub luxated on the lateral x-ray of the knee. Clinician indicated that simply replacing the liner with a thicker component without addressing any underlying balance issues likely resulted in the same forces sub luxating the insert and knee five years later. The event could be related to inevitable fatigue failure and poly wear particles from excessive forces on an unbalanced total knee arthroplasty. However, the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary total knee arthroplasty operative report and/ or list of components implanted, examination of either the replaced primary tibial insert or the revised primary total knee components from the august 20, 2019 surgery, surgical pathology description of the damaged implants or description of any cement fragments from either revision surgery, and evidence of cement used in the primary total knee arthroplasty, x-rays of the primary right total knee arthroplasty which was performed in 1997 until on (B)(6) 2014 when the posterior subluxation of the femoral component which was noted are needed to fully investigate the event. If device and/ or further information becomes available or the product is returned, this investigation will be re-opened. H3: other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient was revised due to pain, instability.